Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed preventive maintenance with details as downstream occlusion 23 psi during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5:I t was reported that a spectrum iq infusion pump failed to detect a downstream occlusion during preventive maintenance testing at 23 pounds per square inch (psi) in the biomedical service department. There was no patient involvement. No additional information is available. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed pm downstream occlusion 23 pounds per square inch(failing to detect downstream occlusion)" was not reproduced. Evaluation completed two downstream occlusion tests and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.